Event description:
Ous MDR - it was reported that approx. 78 months after the implantation a possible lead insulation damage was seen on x-rays. Furthermore, oversensing was noted. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 19 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were returned. In between an approx. 3 cm segment of the lead body was missing. In the course of the analysis tissue residuals were noted on the lead body, which were particularly significant around the shock coil, indicating an increased ingrowth of the lead. The shock coil was found deformed and shifted distally. Additionally the conductor cable to the shock coil was coiled inside its lumen and torn off from its welding point in the df1 connector. These findings most likely resulted from severe tensile forces applied during the extraction procedure. Furthermore multiple signs of wear along the lead fragments were noted. In particular between 8 cm and 7 cm proximal to the lead tip the insulation was found rubbed through and the exposed conductor cable mentioned in the complaint text was found in this position. The characteristics of the damage suggest that the lead had been subject to severe mechanical stress in the implanted state. Based on the extent of the extraction damages as well as on the tissue residuals noted on the lead body, it is reasonable to assume that the significant ingrowth of the lead had affected the leads motion during the implantation duration. Diagnostic images clarifying this assumption were not available. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.